Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient had a second l tkr revision due to instability. Primary case from (B)(6) 2018, revised on (B)(6) 2019 due to instability. 10mm insert replaced with 17mm (mpo ref 19030012, ssp ref c750). Patient revised again on (B)(6) 2024 due to instability, the 17mm insert replaced with a 20mm insert. All three cases were performed by (B)(6). Non revised products: product ID: kpontp35 advance® onlay all-poly patella 35mm tri-peg/ lot number: 1764903/ qty: 1. Product ID: efsrn8pl evolution®mp fem cs/cr non-por size 8 primary left/ lot number: 1637019/ qty: 1. Product ID: etpkn8sl evolution®mp tib keeled nonpor size 8 standard left/ lot number: 1586733/ qty: 1. (B)(4).